Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe there was an issue with tip breakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd emerald¿ syringe there was an issue with tip breakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with a picture and the affected sample. Visual inspection of the returned sample presented the tip broken. That confirmed the reported issue. DHR review for batch 1804235: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2012 (april 21st ¿ 22nd, 2018). Syringes were assembled in machine, nº4268, nº4259, and nº4205, in lot #8106918 (april 16th ¿ 23rd, 2018) and in lot #8029657 (january 29th ¿ february 5th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8107664, #8099527, #8085755, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8107668, #8099531, #8093818, and no problems, defects or qn related to the reported issue were found. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. Minor damaged in the barrel which produced breakage of the tip during handling of the product in the manufacturing process. We can ensure that the probability of finding this kind of defect is very low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.